Manufacturer narrative:
The customer reseated the electromagnetic (emi) shroud and replaced the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the customer was unable to ground the required limit to the unit. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the customer was unable to ground the required limit to the unit. The customer informed the remote service engineer (rse) that they were performing preventative maintenance (pm) when the reported issue occurred. The customer also stated they attempted to use an alternating current (ac) inlet and power cord from another unit, but this did not resolve the reported issue. The rse then advised the customer that the next part to replace would be the power supply. The rse provided the customer with the part number of the power supply to order and replace. This investigation is ongoing.